Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center presented noise within the mask of the endoscopic image. The issue occurred during inspection. There were no reports of patient involvement.